Event description:
The customer opened a new carton of test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips were to be returned for evaluation, as exposure to moisture can cause high test results, but the customer had already disposed of them. Replacement test strips were sent to the customer.